Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 49 mmol/l. The customer was admitted to the hospital as a result of high blood glucose. The customer also mentioned other blood glucose values such as 18 mmol/l and when admitted to hospital the blood glucose value was 33 mmol/l but after 20 minutes it was 44 mmol/l. The customer had dropped the insulin pump. The drive support cap was normal. Based on customer¿s report customer does not allege under delivery. The insulin pump passed displacement test and self-test. The customer was advised to change the entire set. The insulin pump will not be returned for analysis.